Event description:
It was reported that (2) dh010 were used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device was making noises. Opened another device to complete the case. There was no consequence to pt.